Manufacturer narrative:
The probable of the device overheating was attributed to increased resistance and frictional forces caused by the rotor that was stuck in the driveshaft and the spindle housing which was too tight on the driveshaft bearing.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.